Event description:
It was reported that noise was observed on the pace/sense portion of the lead. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that frequent false vt detections were observed due to oversensed noise on lead. The lead was capped and replaced. The physician suspected externalized conductor via direct visualization.